Manufacturer narrative:
Patient information is currently unavailable. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The breathing system was found to have excessive moisture; it was removed, cleaned and reseated. The adjustable pressure limiting/bag to vent manifold was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported that the adjustable pressure limiting valve was not relieving pressure at minimum setting during a case. There was no report of patient injury.